Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer¿s current blood glucose was 39 mg/dl. Customer stated that the low blood glucose was treated with the food. Customer had been using insulin pump within 48 hours of low blood glucose event. It was unknown if the auto mode smart guard feature was active at time of incident. Insulin pump had battery failed alarm. Customer stated that troubleshooting was done for low blood glucose. Insulin pump will not be returned for analysis.